Manufacturer narrative:
Batch review performed on 05 june 2018. Lot 141428: (B)(4) items manufactured and released on 12 may 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 1 month after primary the surgeon revised the patient for knee instability. Patella resurfacing and liner swap performed successfully.